Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 522 mg/dl and a bolus via the pump was delivered to address the bg. During a pump system check, the pump time was found to be off by 1 hour. The customer had not adjusted the time during daylight savings. Tandem technical support assisted the customer with correcting the time.